Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The sample in question was retested by the customer and gave an acceptable result. In addition, quality control was performing as expected. No additional issues were identified. Based on the investigation, no deficiency for lot number 63184uq11 was identified.

Event description:
The customer stated that a falsely elevated architect total bilirubin result of 14.5 mg/dl was generated. Sid (B)(6) june 24, 2023 patient age: 34 hours initial result: 14.5 mg/dl at 4:42 a.m. Normal range: 0.1 - 10.3 mg/dl the patient was put under a photo blanket for 2 hours. A new sample from the patient was tested at 6:02 p.m. Generating a result of 4.3 mg/dl. The initial sample was then retested. Same c8000 analyzer (serial number (B)(6)) result of 6.1 mg/dl. Different c8000 analyzer (serial number (B)(6)) result of 5.9 mg/dl the redrawn sample was retested. Same c8000 analyzer (serial number (B)(6)) result of 4.5 mg/dl. Different c8000 analyzer (serial number (B)(6)) result of 4.3 mg/dl the customer stated there was no harm to the patient.

Event description:
The customer stated that a falsely elevated architect total bilirubin result of 14.5 mg/dl was generated. Sid (B)(6). (B)(6), 2023. Patient age: 34 hours. Initial result: 14.5 mg/dl at 4:42 a.m. Normal range: 0.1 - 10.3 mg/dl. The patient was put under a photo blanket for 2 hours. A new sample from the patient was tested at 6:02 p.m. Generating a result of 4.3 mg/dl. The initial sample was then retested. Same c8000 analyzer (serial number (B)(6)) result of 6.1 mg/dl. Different c8000 analyzer (serial number (B)(6)) result of 5.9 mg/dl. The redrawn sample was retested. Same c8000 analyzer (serial number (B)(6)) result of 4.5 mg/dl. Different c8000 analyzer (serial number (B)(6)) result of 4.3 mg/dl. The customer stated there was no harm to the patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.